Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator failed oxygen (o2) sensor calibration. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) removed and replaced o2 sensor. The se performed all tests and calibrations and the unit operates within manufacturing specifications.